Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing broke on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "broke when clamping after med admin."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample. Bd determined that the cause of the failure was related to our manufacturing assembly process. A retraining was issued to the manufacturing personnel involved in the assembly of this product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.

Event description:
It was reported that the tubing broke on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "broke when clamping after med admin."